Event description:
After completion of sedated MRI procedure, MRI infusion pump did not shut off after infusion was completed. Two feet of air found in line and video obtained to shoe vendor, patient discharge home in stable condition. Radiology staff contacted manufacturer and sent problem infusion pump back under the service exchange program. The manufacturer sent new pump back to hospital. The new pump was put into service.